Event description:
It was reported that pump displayed malfunction code malf 12, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions to reset pump, and issue did not recur after reset; customer was advised to continue using pump and to call back if malfunction code appeared again, and customer acknowledged and understood these instructions.